Event description:
Reporter noted two cases of increased vacuum, anterior chamber fluctuation, posterior capsule tear and vitreous loss occurred during phaco. Pt 1 of 2: no vitrectomy performed; iol was not implanted. Follow-up with surgeon indicated pt has glaucoma and will probably not regain sight with lens implant, so he will not perform additional procedure.